Manufacturer narrative:
The medtronic representative reported that, after running the fluoro and rad gain calibrations on the o-arm, the images appear as they should.

Event description:
A medtronic representative reported ring artifact was present in the o-arm images. Surgeon continued using the images for the spine surgery, no delay. The rad gain and fluoro calibrations were not overdue. No harm to the patient occurred.